Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with meropenem for peritonitis. During hospitalization, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that 11 days after event onset, the patient was recovered from the peritonitis event was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.